Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis: ventral hernia (supraumbilical plus epigastric). Procedure: laparoscopic ventral hernia repair with mesh findings: the patient has been defect noted above the patch that was put in for the previous umbilical hernia repair approximately 2 cm cephalad to it. This was noted to be round, which measures approximately 1.5 to 2 cm. There is also incarcerated preperitoneal fat noted. There is diastasis of the rectus muscle cephalad to this. Events: the patient had surgical revision, and pain.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of ventral hernia. It was reported that after the implant, the patient experienced recurrence and pain. Post-operative patient treatment included revision surgery as well as additional implants.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of ventral hernia. It was reported that after the implant, the patient experienced recurrence and pain. Post-operative patient treatment included revision surgery.